Event description:
The customer reported that the system shutdown without command. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos pcb and rtos pcb were evaluated and reseated. The system software and calibrations were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.